Event description:
A healthcare professional reported that a patient experienced high intraocular pressure in the right eye. The severity of the reported event was assessed as moderate. The patient was treated with medications and the symptom was resolved. The procedure details was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Manufacturer narrative:
A check of the batch production record could not be performed because the lot number was not reported. The expiration date could not be determined. A check of the complaint records could not be performed because a valid lot number was not provided. A check of confirmed complaints for patients that have experienced high intraocular pressure showed no complaints. There was no sample returned for this investigation. With no additional, related information provided, the customer reported event was not confirmed. At this time, the root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).